Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The company representative has reported that the unit was tested onsite, and an error did not occur. In addition, the iabp diagnostic error logs were read out, and since no errors occurred, the iabp was sent to the factory for further inspection.

Event description:
Customer reported that cardiosave intra aortic balloon pump (iabp) emitted gas loss alarms twice within 4 hours, and that the catheter; however, was not emptied and remained inflated in the patient. Each time this error occurred, the cardiologist separated the catheters from the iabp immediately. The patient was not harmed. No adverse event was reported.

Manufacturer narrative:
A getinge field service engineer evaluated the iabp onsite and reported that an error did not occur, and that there were no errors in the diagnostic error logs. The iabp was then taken to the factory for further evaluation and it was discovered that the error had been a software problem. To fix the problem, the fse reinstalled the software and performed long-term test on the iabp which was successfully completed to factory specifications. The iabp was then returned to the customer for clinical use.

Event description:
Customer reported that cardiosave intra aortic balloon pump (iabp) emitted gas loss alarms twice within 4 hours, and that the catheter; however, was not emptied and remained inflated in the patient. Each time this error occurred, the cardiologist separated the catheters from the iabp immediately. The patient was not harmed. No adverse event was reported.